Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The device is used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
It was reported that the customer is replacing the assy, case, front for an unresponsive keypad.